Event description:
It was reported that, during procedure, after 5 minutes of use, the device knife blade would not retract. The grey trigger activating the cutting blade became stuck and unusable. Tissue was sticking to the jaws. As a result, the practitioner had to change equipment, causing a delay in the procedure. It was only the time to pick up another device in the shell. Another handpiece was used with the same generator and it worked fine. After receipt of the medical doctor at the pharmacy, verification of the trigger and actually the latter was "gripped", impossible to actuate it until its rear stop. It was also not at the front stop, as a blocked "on the way". After observing the trigger, we were able to unlock it by forcing it hard. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.